Event description:
It was reported that during a procedure to treat restenosis of a non-abbott bare metal stent, a 2.75x15 trek rx balloon dilatation catheter was advanced without resistance over a non-abbott guide wire, into a non-abbott guiding catheter, to the heavily calcified, concentric, 75% restenosed lesion in a moderately tortuous mid left anterior descending coronary artery. Using an indeflator, the trek was first inflated to 14 atmospheres (atm) for 30 seconds. Then, during the second inflation, the trek balloon ruptured at 14 atm, after holding pressure at 14 atm for 30 seconds. The trek was withdrawn from the anatomy without resistance and dilatation was completed using a non-abbott balloon that was pressurized to 20 atmospheres. There were no adverse patient effects and no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: athlete eel, guide cath: taiga al1, stent: driver. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.